Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):per the instructions for use (IFU) and patient manual: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. IFU outlines guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had "severe headache and seizures, and went to local emergency room and was then transferred to coa." Patient had a "CT of head that showed left parietal bleed, approximately 34cc." Patient was "taken to the operating room and clot was evacuated." It was stated that the "patient has some fatigue but has all motor function." It was further stated that the patient had "no issues with hypertension (htn)." It was said by site that the patient did not suffer any "trauma associated with this event." And it was further stated that this event was "not pump related." No additional information provided. Investigation is ongoing.